Event description:
Battery status today is 2.6, which is the elective replacement indication. We called boston scientific, and the charge time is 27 seconds. They said this is normal for this point in the elective replacement indication zone, and the patient still has a 90-day window for change. We will be scheduling it, however, in the next week. The ventricular lead had sensing at 8 millivolts, a threshold of 0.8 volts at 0.5 milliseconds, and an impedance of 435 ohms. In conclusion, the patient has a normal functioning ICD. It is at elective replacement indication. This device is being reported based on explantation due to eri < 5 years after implant.